Event description:
Reporter indicated that vns patient developed an infection at the neck incision site. Review of manufacturing records bor both the pulse generator and the bipolar lead confirmed sterilization of devices. The cause of the infection so long after implant surgery is not known at this time. The patient denied any injury or trauma to the neck incision site.